Event description:
The user from user facility reported that the device overheated during a procedure. The heat caused a burn to the patients lower lip and the doctors figures. The doctor used bacitracin on the patients' lips. The procedure was completed successfully without a clinically significant delay.